Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was never implanted due to a possible infection or allergic reaction. An allergy test kit will be sent. No additional adverse patient effects were reported.